Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the health care professional indicating that the pacemaker's battery has depleted faster than expected and asked the reason. Boston scientific technical services asked about the current draw on the pacemaker and it is unknown. The health care professional will consider having the patient to do a transmission. Additional information was received indicating that the patient will continue to monitor. The patient has an scheduled transmission. The pacemaker remains in service. No adverse patient effects were reported.